Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and an obturator sling was implanted. The patient experienced pain, erosion of her internal bodily tissue, utis and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
The patient underwent mesh implantation in order to treat stress urinary incontinence and vaginal prolapse. The patient underwent the concurrent procedure of a laparoscopic assisted vaginal hysterectomy during mesh implantation.

Manufacturer narrative:
(B)(4). It was reported the patient experienced painful intercourse and mesh erosion. The patient underwent surgery to trim mesh due to erosion on (B)(6) 2012.

Manufacturer narrative:
It was reported that the patient concurrently underwent uterosacral cuff suspension, cystoscopy, and anterior colporrhaphy.

Event description:
It was reported that the patient concurrently underwent uterosacral cuff suspension, cystoscopy, and anterior colporrhaphy.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.